Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a silverhawk device for the treatment of a moderately calcified lesion exhibiting 95% stenosis in the right proximal superficial femoral artery (sfa). The vessel was not reported to be tortuous. The IFU was followed and the device was prepped with no issues noted. It is reported after completing 4 passes, the thumbswitch became stuck in the on position. The cutter was outside of the housing when it crashed but was able to get inside the housing when the tech held forward pressure on the thumbswitch after the power was turned off to remove the device safely form the patient. No deformation was noted to the device on removal from the patient. Following removal, the thumbswitch remained in the on position after cleaning the device preventing the physician from making any more passes. No patient injury reported. The procedure was completed using stenting.